Manufacturer narrative:
The returned device matches the upn number provided by the customer. There appears to be corrosion located at the proximal side of all splines. There is evidence of open electrodes at the proximal end of failing splines. There was no issue with deploying the array. The electrical test was performed and the device failed the test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 08dec2017. It was reported that noise on electrodes and poor tracking occurred. A intellamap orion catheter was selected for a atrial fibrillation ablation but during the procedure, there was noise on multiple electrodes and poor tracking issues occurred. The procedure was completed using another intellamap orion catheter. There were no patient complications reported and the patients status is fine. However the investigation revealed corrosion on multiple splines.